Event description:
The customer reported that the sys was unable to perform fluoroscopy. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep contacted the customer by phone and assisted them in troubleshooting and repairing the system. No further repair info is available.